Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in the device emitting beeping tones. It was noted that the patient underwent an unrelated surgical procedure. Engineering analysis of device memory noted the presence of extensive magnet applications that corresponded with the date of the surgical procedure. Further analysis noted that the battery status has since been recovering in the absence of the magnet applications. Technical services (ts) discussed how to clear the message to stop the beeping tones. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.